Event description:
It was reported that the device was explanted after implant duration of zero days, due to the strut being upon by the subvalvular attachments of the valve. Information learned from the operative report.

Manufacturer narrative:
Strut impinged upon by the subvalvular attachments of the valve. Device not returned.